Manufacturer narrative:
Customer complaint for false negative reactivity during crossmatch iat could not be confirmed with the returned patient plasma sample ID (B)(6) and three (3) donor segments. False negative results obtained by the customer with donor segment (B)(6) could be attributed to the incorrect typing of the donor cells (B)(6). This investigational testing also demonstrated that patient still displays anti-fya antibodies. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient. The root-cause could not be confirmed although the most probable root cause is associated with antibodies being weak and/or at the detection limit of the technique and reagents used.

Event description:
2 of 2 sample (ID# (B)(6)) customer reported 3 events of false negative results with the crossmatch iat test performed on a sample know to contain anti-fya with 3 donor units that were later confirmed to be positive for the fya antigen. On (B)(6) 2017, donors ids: (B)(6) were tested with sample (ID# (B)(6)), all compatible on vision analyzer. On (B)(6) 2017, donors ids: (B)(6) were tested with sample (ID# (B)(6)), all incompatible, 1+ by manual gel. Donors ids: (B)(6), were repeated with both patient samples, results were incompatible, 1+ on vision analyzer. Repeat testing of donor (B)(6) against sample ID (B)(6) on the vision and sample ID (B)(6) by manual gel produced negative results.